Manufacturer narrative:
Conclusion: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, the device investigation did not show the location of the leak, as the device was inadvertently damaged during residual gas analysis. This finding appears to go in line with the symptoms mentioned in the patient report. This is a final report.

Event description:
The user reported having a strange hearing sensation with the device (crackling noise) and a loss of speech understanding on the right side. The user also reported experiencing vertigo. There is no report of any accident or trauma.the user experienced a sudden decrease in hearing performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having a strange hearing sensation with the device (crackling noise) and a loss of speech understanding on the right side. The user also reported experiencing vertigo.